Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl. The sensor value that triggered suspend event was suspend on low and the low limit was set up 60 mg/dl. The blood glucose and sensor glucose difference was not provided. The sensor will be returned for analysis.